Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual evaluation, the green pigtail had no issues. No problem found. Functional testing noted the suture lasso went through the green pigtail.

Event description:
On 4/17/2032, it was reported by a facility representative via phone that an ar-8690ds left green pigtail would not allow the suture to pass through. The surgeon was able to use the red right pig tail. This was discovered during a procedure a weil osteotomy on 4/14/2023. The case was delayed ten to twelve minutes; however, the case was completed successfully without further issues and no additional anesthesia was administered to the patient.